Event description:
Additional information revealed that the pain has resolved postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient may undergo surgical intervention to revise their ipg. Further information is currently unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect pain at the ipg site.

Event description:
Additional information revealed that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned.